Event description:
Primary: on (B)(6) 2015, it was performed with two dall miles strapping and a 9-hole reconstruction osteosynthesis plate, presenting 3 proximal locked screws, 2 distal locked screws, ensuring anatomical reduction. The osteosynthesis was protected by placing a brachio-anti-brachiopalmary splint from the stryker laboratory. The patient having returned to her home on (B)(6) 2015, she was followed at the hospital nearby, in outpatient consultations, until (B)(6) 2015. At this date the fracture was not yet consolidated but presented neither modification nor dismantling. The patient kept a brachio-antebrachial splint for 45 days and underwent functional rehabilitation at the rate of 2 sessions per week. She was able to resume her work at the beginning of (B)(6)2015. She felt pain and the presence of swelling in her arm at the end of 2015, but not giving rise to any control. Revision: on (B)(6) 2016, the patient presented to the emergency room. X-rays showed a rupture of the osteosynthesis material on pseudarthrosis. A bone scan on (B)(6) confirmed an appearance compatible with right humeral pseudarthrosis. The patient was operated on (B)(6) 2016 at the private hospital, as part of a hospitalization from (B)(6) to (B)(6) 2016. The samples taken during the operation came back sterile, excluding the notion of septic pseudarthrosis. Postoperatively, brachio-antebrachia-palmar immobilization was implemented. In the follow-up, the surgeon, during the various consultations, indicated the need to maintain the brachio-anti-brachio-palmar splint throughout the postoperative evolution. Referred to the residence du parc in marseille on (B)(6) 2016, she underwent a surgical revision involving removal of the material, decortication, osteosynthesis, grafting of the right humerus and neurolysis of the ulnar nerve. This is 1 out of 4 events.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information such as patient¿s medical records as well as the affected device must be available in order to determine the exact root cause of the alleged issue. Through the additional information it was communicated that no material deficiency was alleged, but the issue happened because of pseudoarthritis in the patient. However, more information is required to confirm this event. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
Primary: on (B)(6) 2015, it was performed with two dall miles strapping and a 9-hole reconstruction osteosynthesis plate, presenting 3 proximal locked screws, 2 distal locked screws, ensuring anatomical reduction. The osteosynthesis was protected by placing a brachio-anti-brachiopalmary splint from the stryker laboratory. The patient having returned to her home on (B)(6) 2015, she was followed at the hospital nearby, in outpatient consultations, until (B)(6) 2015. At this date the fracture was not yet consolidated but presented neither modification nor dismantling. The patient kept a brachio-antebrachial splint for 45 days and underwent functional rehabilitation at the rate of 2 sessions per week. She was able to resume her work at the beginning of (B)(6) 2015. She felt pain and the presence of swelling in her arm at the end of 2015, but not giving rise to any control. Revision: on (B)(6) 2016, the patient presented to the emergency room. X-rays showed a rupture of the osteosynthesis material on pseudarthrosis. A bone scan on (B)(6) confirmed an appearance compatible with right humeral pseudarthrosis. The patient was operated on (B)(6) 2016 at the private hospital, as part of a hospitalization from (B)(6) to (B)(6) 2016. The samples taken during the operation came back sterile, excluding the notion of septic pseudarthrosis. Postoperatively, brachio-antebrachia-palmar immobilization was implemented. In the follow-up, the surgeon, during the various consultations, indicated the need to maintain the brachio-anti-brachio-palmar splint throughout the postoperative evolution. Referred to the residence (B)(6) on (B)(6) 2016, she underwent a surgical revision involving removal of the material, decortication, osteosynthesis, grafting of the right humerus and neurolysis of the ulnar nerve. This is 1 out of 4 events.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.